Event description:
It was reported that a pt underwent a gynecological procedure on (B)(4) 2010. During the procedure, towards the end of the case, the blade appeared to be slightly rotating although not cutting. A second handpiece was used to successfully finish the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.